Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, an unexpected reset occurred. The customer's blood glucose level was 255 mg/dl. Reportedly, following pump reset, the touchscreen became responsive, the customer reloaded the original cartridge and successfully resumed insulin delivery.